Event description:
Indication: nonfamilial hypogammaglobulinemia, and common variable immunodeficiency, unspecified---pt reported that their pump had an alert stating "replace set 4". Pt was advised by the pharmacy to remove all clamps and open the curlin pump door. Pt advised that the pump resumed with no issue. Pt did not report experiencing any adverse events or missed doses due to the product complaint. The device serial number is unknown. The pump is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided.